Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after pausing and removing the ilet for swimming, then reconnecting and resuming delivery, with blood glucose later dropping despite minimal insulin delivery; education was provided on pre-activity carbohydrate intake and the user plans to review activity therapy with a trainer. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrate and prompt recovery without further issues or need for medical care. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed no device malfunction observed and user activity-related factors as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.